Event description:
It was reported that: "subject underwent primary tha in (B)(6) 2009. Hip pain continued and CT scan, exam and symptoms all consistent with aseptic loosening of acetabular component. Infectious work up was negative. Device was revised (B)(6) 2010."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then, it will be submitted in a supplemental report.